Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant procedures, the pt reported "waxy vision" starting on the first postoperative day. The surgeon performed limbal relaxing incisions, but this did not improve the pt's vision. The lens for this eye was exchanged for a different model lens. A vitrectomy was performed at the time of the lens exchanged. In a follow up, the surgeon reported the event resolved following the lens exchange. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Add'l info was requested on 01/23/2011 and 01/31/2012 by phone, fax, and mail. A completed questionnaire was received on 01/30/2012. (B)(4).